Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08051. (B)(4). It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2015, patient underwent percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the severely calcified and mildly tortuous mid-right coronary artery (rca) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation of a 2.5mm balloon catheter at 12 atmospheres and placement of a 3.00x20mm and 3.00x12mm promus premier¿ stents in an overlapping manner. Post-dilatation was then performed with a 3.25mm balloon catheter at 12 atmospheres, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced a non-st elevated myocardial infarction (nstemi), chest pain and shortness of breath during dialysis. Patient was then given amiodarone for atrial fibrillation. It was noted that patient was also taking anti-platelet medications such as aspirin, plavix and coumadin. Coronary angiography was then performed and revealed 95% in-stent restenosis of unspecified stent in the third obtuse marginal (om3) and 25% to 30% mild to moderate stenosis in rca. Intervention included wiring of the om3 with a 0.014 guide wire followed by pre-dilatation of a 2.5mm balloon catheter and a 3.5x12mm quantum balloon was then inflated to half pressure but the lesion was still not adequately dilated. Thus, a 3.25x12mm quantum balloon catheter advanced and inflated at 20 atmospheres, resulting in widely patent vessel with only minimal narrowing in the area of the lesion. There was no problem with blood flow, and the vessel was not damaged. One day post procedure, the nstemi event was considered resolved and the patient was discharged on aspirin, plavix (clopidogrel) and coumadin (warfarin).